Event description:
The reprocessed harmonic long handpiece was not cutting the tissue properly. After 30-40 minutes of repeated use, the doctor requested to use a new (not reprocessed) harmonic long ace. No problems from that point on cutting & hemostasis.the sales rep wanted to take the device which we wanted to save until after completing this report. One additional fact that needs mentioning: we have had two other instances that were not reported because biomed found water in the cords and we felt that was the problem. This instance the same cord was used when the brand new product was obtained to complete the case. It is the opinion of some in the or that the reprocessed devices may be leading to premature cord failure.